Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices.

Event description:
Possible noise on atrial lead with poor sensing. Patient not tolerant of lead testing due to physical condition. Lead evaluation recommended. No adverse patient events were reported. Should additional information become available, this file will be updated.